Event description:
It was reported that during a laparoscopic gastric bypass procedure, they could not get the ancillary trocar to go into the anvil. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that an anvil was received in good visual condition and without an instrument. The anvil was tested with a test ancillary trocar and fit as intended. Event could not be confirmed as the ancillary trocar was not returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.